Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. Upon implant of the left ventricular (lv) lead, it was observed the lead had a high capture threshold. Upon inspection of the lead, it was observed the lv lead insulation was breached. The lead was replaced, and the patient was in stable condition.

Manufacturer narrative:
Correction: h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.